Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and allergy to metals ("severe nickel allergy"). The patient was treated with surgery (patient underwent a hysterosalpingectomy to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and allergy to metals outcome was unknown. The reporter considered allergy to metals, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), embedded device ("embedded medical devices, embedded within the left cornu is approximately 3.5 x 0.2 cm silver coiled medical device") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. B94864) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii and parity 2. Previously administered products included for an unreported indication: yaz from 2011 to (B)(6) 2013. Concurrent conditions included paratubal cyst. Concomitant products included bupropion (wellbutrin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals ("severe nickel allergy") and urticaria ("allergic or hypersensitivity reaction: head to toes hives"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, menorrhagia, allergy to metals and urticaria outcome was unknown. The reporter considered allergy to metals, embedded device, menorrhagia, pelvic pain and urticaria to be related to essure. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event added: she did not undergo essure confirmation test. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), embedded device ("embedded medical devices, embedded within the left cornu is approximately 3.5 x 0.2 cm silver coiled medical device") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. B94864) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii and parity 2. Previously administered products included for an unreported indication: yaz from (B)(6) to (B)(6) 2013. Concurrent conditions included paratubal cyst. Concomitant products included bupropion (wellbutrin). On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals ("severe nickel allergy") and urticaria ("allergic or hypersensitivity reaction: head to toes hives"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, embedded device, menorrhagia, allergy to metals and urticaria outcome was unknown. The reporter considered allergy to metals, embedded device, menorrhagia, pelvic pain and urticaria to be related to essure. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), embedded device ("embedded medical devices, embedded within the left cornu is approximately 3.5 x 0.2 cm silver coiled medical device") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. B94864) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Concurrent conditions included paratubal cyst. Concomitant products included bupropion (wellbutrin). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), allergy to metals ("severe nickel allergy") and urticaria ("allergic or hypersensitivity reaction: head to toes hives"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, menorrhagia, allergy to metals and urticaria outcome was unknown. The reporter considered allergy to metals, embedded device, menorrhagia, pelvic pain and urticaria to be related to essure. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: new events: urticaria, embedded device were added. Reporter, patient demographic information, other relevant history, concomitant drugs added. Previously reported event menorrhagia upgraded. On 4-apr-2018: mr received: event embedded device added. Product lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.